Event description:
It was reported that on (B)(6) 2024, a 18 mm amplatzer septal occluder was selected for an implant using a 9f amplatzer trevisio delivery system. During the procedure deformation occurs when the device was expanding inside the body.the device was removed from the patient prior to released from the delivery cable. No contacts occurred with intracardiac tissue during the occluder deployment. There were no bends or kinks been observed in the delivery sheath therefore, the device was changed to a new 19 mm amplatzer septal occluder and deployed. It was successfully placed without any issues. There was no adverse patient effect. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 18mm amplatzer septal occluder was selected for an implant using a 9f amplatzer trevisio intravascular delivery system to close an atrial septal defect (asd). During the procedure, the device formed a cobra head deformation while being deployed in the patient. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The device was removed and exchanged with a 19mm amplatzer septal occluder, which was successfully implanted. There were no adverse patient effects. The patient status was reported as stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.